Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said their healthcare provider (hcp) has been having them change programs every 2 weeks, but stimulation sensation was felt in the upper/mid butt cheek and not in the pelvic floor like their other three programs. The caller mentioned that they hit their nis area "pretty hard" with a car door two days prior to the report and isn't sure if that affected their device or not. The call center encouraged the patient to use a voiding diary and reviewed that they should contact their hcp with any therapy-related concerns. The caller noted that they've kept a diary everyday since implant so they know what settings have worked well for them. The call center then recommending having the hcp call to review the issue with program 4 and see what changes they can make so stimulation sensation is experienced in the desired location. As a result of what was reported, the patient was redirected to their hcp. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that cause of the issue was that the stimulation was ¿mid butt to outside pelvic floor¿. The patient turned it off and changed to program #1 immediately which they were still on. There were no further complications reported or anticipated.